Event description:
Site reported that a light adjustable lens was explanted from the patient as the patient was experiencing double vision. Rxsight's first awareness of the event was 12/1/2021.

Manufacturer narrative:
Site reported that a light adjustable lens was explanted from the patient as the patient was experiencing double vision. Rxsight's first awareness of the event was 12/1/2021. Visual inspection of the returned lens found the lens had been cut into multiple fragments. Visual inspection and optical testing of the lens found no issues with the lens.

Event description:
Site reported that a light adjustable lens was explanted from the patient as the patient was experiencing double vision. Rxsight's first awareness of the event was 12/1/2021.

Manufacturer narrative:
Site reported that a light adjustable lens was explanted from the patient as the patient was experiencing double vision. Rxsight's first awareness of the event was 12/1/2021. Device history record for the lens was reviewed. No issues were noted. The lens is in the process of being returned for evaluation.